Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device removal was determined and caused by normal battery depletion. The hcp stated the ins was now at the end of service and likely out of position or fractured lead due to previous fall. Patient was switching to another manufacturer. The ins removal was not scheduled at the time and the issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va23m3f, implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they broke their arm and were having trouble doing stuff. The patient said their bladder symptoms had returned. They were getting the device not responding message. Reviewed communicator placement. The patient could not feel the stimulator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Reviewed possibility of a depleted ins. The patient said the symptoms returned after a fall. The patient said their doctor wants them to get botox.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the falls effect on the implant was unknown. The cause of the communication issues was unknown. To resolve this issue the patient got a new battery. The issue was not yet resolved.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp repeated that the patient would be switching to another manufacturer's system. The issue had not yet been resolved. The hcp stated device removal was not planned at this time, and the surgery had not yet been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.